Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. Corrected sections: d5 oper of dev corrected from lay user/patient to healthcare professional. Product event summary: the ventricular assist device (vad), including the associated driveline cable, were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of vad¿s manufacturing documentation confirmed that the associated device met all requirements for release. Visual examination of the pump did not reveal any deviations that may have contributed to the reported "thumpy" pump event; there was no indication of abrasions on the impeller or the upper/lower housing surfaces. Visual examination of the driveline connector did not reveal any damage or recessed pins; however, foreign material was observed inside several sockets of the driveline cable connector. Further analysis using fourier transform infrared spectroscopy (ftir) microscope revealed several types of contamination, including foreign material consistent with epoxy resin. Failure analysis of the returned pump revealed that the device passed functional testing. The reported "thumpy" pump event could not be confirmed via functional testing but was replicated through supplemental testing performed with air inside the returned pump. Considering that the returned pump met pre-implant power average consumption requirements, the reported "thumpy" pump event can be attributed to hydrodynamic imbalance of the impeller caused by air trapped inside of the housing during the wet test at the user facility. Review of log files was not performed since log files were not available for analysis. As a result, the reported electrical fault alarm event could not be confirmed. Based on historical review of similar events, the most probable root cause of the reported "thumpy" pump event may be attributed to insufficient de-airing during pump pre-implant test. Based on the investigation conducted, a possible root cause of the reported electrical fault alarm event can be attributed to the contamination observed in the driveline connector. CAPA pr00511114 is investigating issues related to non-biological contamination, including epoxy resin, within the driveline connector leading to electrical faults. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) experienced an electrical fault during the wet test and was struggling to run and was thumpy. Another vad was used. No patient complications have been reported as a result of this event.